Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0k1a5, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that she had a loss of therapy at the end of (B)(6) 2015 but it helped for a while. It was noted that during reprogramming, the health care professional (hcp) messed around and never told her if he replaced the programs or not. The patient thought he set up number 4 so it would pulse then rest. The patient requested reprogramming again but her hcp told her it would not do any good to reprogram and set her up for botox instead. She was not sure if botox would work as it could take a while. She saw a different hcp who had her start kegels but did not reprogram. Her incontinence was so bad; it was like pouring water out of a cup. She had stool incontinence and so much gas. It was noted that she had programs that did not work at all unless they got to a certain level that was when it started doing that. Program 3 shocked the daylights out of her so she tried to stay off that program. Program 2 an d other ones curled her toes and made her hips and back hurt. Program 1 did not do anything at all. She had not had any falls or traumas and had not had any other medical procedures or other sources of emi. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. There was no further information provided about this event. If additional information is received, a follow up report will be sent.